Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found a cracked water tank cover and dirty enclosure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Device tank was filled with water and powered on. The reported customer complaint had been confirmed as a result of a faulty pcb. The reported problem source has been determined to be unknown.

Event description:
It was reported that the temperature was not consistent on the level 1 hotline low flow system (hl-90). The device was operating without any alarms. There was no patient involvement. The product problem was observed during testing.